Event description:
The customer reports that the device has defective display.

Manufacturer narrative:
(B)(4): the customer reports that the device has defective display. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.